Event description:
It was reported that following a trabecular microbypass stent procedure on a patient with a prior peripheral iridotomy, one of the stents "fell thought the peripheral iridotomy". Per report, the surgeon was seeking a medical expert consultation. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the stent's postioning in the posterior chamber and precautions for monitoring the stent's location, including further treatment options depending on the patient's condition. Additional information has been requested.

Manufacturer narrative:
Additional information: the device remains in the patient's eye; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).